Event description:
It was reported that cadd legacy plus pump, the product was working normally for a while. However, when device was turned on today, the self check did not start and an alarm sounded. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed, all labels were still intact. No physical damaged was found on the device. Upon inspection, customer problem was not duplicated. All passed. However, by a customer's request, the pump was return to the customer without repair.